Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who indicated the device was being used while monitoring vital signs. The rse did not use philips remote services (prs) as it had been denied by the customer. The customer requested a philips technical consultant (tc) onsite for further investigation; however, the rse created an onsite work order for the philips national support specialist (nss) to respond. The nss arrived onsite and observed the customer's alleged malfunction and contacted a massimo (technology vendor) to further investigate the issue regarding the masimo technology. The nss felt any findings on how the technology works or what caused the issues with the technology would be best provided by or answered by masimo. The investigation is being conducted by masimo, and no further information is available to philips regarding the issue. The philips monitor worked to design and did not cause spo2 inaccuracies. It has been concluded that no further action by philips is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the spo2 readings are inaccurate. The device was in use on a patient at the time of the event, there was no adverse event reported.